Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was noted that the device had reached elective replacement indicator (eri) and the device was in backup mode. Premature depletion was suspected. No intervention has been performed at this time and the patient was stable and will continue to be monitored.